Event description:
It was reported that the insulin pump alarmed motor error while the customer was in the hospital due to a torn fistula, and his blood glucose was up and down. It was stated that the insulin pump was disconnected from the customer, and it was placed in another room while having an MRI. The customer stated that the staff at the hospital believes the magnetic field would not hurt the device. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms. The device had cracked battery tube threads.